Event description:
On 08/19/2025, it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-13999mf fastpass scorpions did not close all the way. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. One unpackaged ar-13999mf batch 10797538 was received for evaluation. Visual inspection found regular signs of wear. Functional testing was performed using a needle and suture. It was observed that the instrument successfully passed the suture and fully closed the jaw, indicating that the device is functioning as intended.